Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis confirmed the reported observations. The device passed all automated diagnostic testing which provides verification that all therapy was available at the time of explant. The device case was then opened and found that the device behavior was attributed to one leaky capacitor. This leakage was consistent with a cracked capacitor.